Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not able to convert the ventricular tachycardia (vt) rhythm with a high energy 41j shock. The physician elected to do surgical intervention to explant and replace device. Boston scientific technical services provided programming suggestions for anti-tachycardia pacing (atp) and delivery of shocks. The device is not expected to be returned. No adverse patient effects were reported. The device is not expected to be returned, it was discarded at the facility.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not able to convert the ventricular tachycardia (vt) rhythm with a high energy 41j shock. The physician elected to do surgical intervention to explant and replace device. Boston scientific technical services provided programming suggestions for anti-tachycardia pacing (atp) and delivery of shocks. No adverse patient effects were reported.